Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure at 20 atmospheres for 5 seconds, the balloon ruptured. The device was removed intact, and the procedure was completed with a 3.0 x 6mm nc emerge balloon catheter. No patient complications were reported.